Event description:
Customer reported on bravo capsule that detached from the patient's esophagus before predetermined time specified in the manual (24 hr - 48 hr) for bravo procedure. The patient was not injured following the procedure.